Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04799 for the exalt model d scope and report number 3005099803-2024-04804 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the scope stopped working and an error screen appeared. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed. The scope showed image as expected when connecting the device to the capital equipment, and the image remained consistent while articulating. The electrical test measurements were within the normal values and no shorts in the circuit were detected. However, when the scope was connected to the capital equipment, it was observed that the image was unclear. Once the camera was cleaned, the image was shown with no visual issues. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04799 for the exalt model d scope and report number 3005099803-2024-04804 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the scope stopped working and an error screen appeared. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.